Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
The recipient came to hospital for regular mapping were affected channels were seen. Hearing performance was not observed to be decreased as the recipient is a bilateral user. The recipient will be monitored for any changes in hearing benefit with the device.

Event description:
The recipient came to hospital for regular mapping were affected channels were seen. Hearing performance was not observed to be decreased as the recipient is a bilateral user. Further technical checks are scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.